Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to thrombus. Additional information was requested but was not provided.

Manufacturer narrative:
The explanted device was returned for evaluation. The report of thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned lvad pump, a thrombus formation was observed partially occluding one of the rotor vanes. In addition, smaller thrombus formations were found in the proximal side of the outlet stator. The areas of denaturation on the thrombi indicate that they were present while the pump was operating; however, a duration of time for which they were present in the pump could not be conclusively determined. The non-laminated structure of the thrombus formations suggests that they did not originate in the locations in which they were found. Although their origins could not be conclusively determined, the structure and color of the smaller thrombi found in the outlet stator were similar to areas observed on the rotor thrombus, suggesting that they may have initially been a part of the larger thrombus in that location. A specific cause for the development of the observed thrombus formations in the device could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.